Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. PMA/ 510(k) provided for reporting, device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: d11, updated relevant test, added unk- mallet as concomitant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter is synthes sales consultant. A product investigation was conducted. Visual inspection: the driving cap/threaded (part # 03.010.523 lot # l812335) was received at us cq. The threaded distal tip broken off at the most proximal thread form. The broken off fragment was not returned. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. The received condition is consistent with the complaint condition thus the complaint is confirmed. Dimensional inspection: due to the break being slightly oblique in nature and it only leaving the most proximal thread, it was not possible to obtain an accurate measurement of the minor/major diameter of the threaded tip. The diameter of the grove just proximal to the broken tip as well as the shaft diameter was measured instead. Document/specification review: the relevant drawing, reflecting the manufactured and current revision, was reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Manufacturing record evaluation: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances relevant to the complaint condition were identified. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part # 03.010.523 lot # l812335) as the threaded distal tip was broken off at the most proximal thread form. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings product issue escalation (pie) has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 03.010.523-us. Lot: l812335. Manufacturing site: bettlach. Release to warehouse date: 29. June 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional pro-code: hrx. Device returned. Without a lot number, the device history records review could not be completed. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an orthopedic procedure, the reamer/irrigator/aspirator (ria) drive shaft broke at shaft/head engagement. Subsequently, driving cap broke during the insertion of intramedullary nail. There was an intramedullary prophylactic nailing of a femur. Another ria set was opened. There were fragments generated and removed easily without additional intervention. Radiographic intra-op and post-op imaging showed no remaining metal fragments. Ria was being used to create a nail path and obtain a biopsy for analysis. There were a 5 minutes surgical delay. The procedure was successfully completed. There were no patient consequences. Concomitant devices reported: unknown nail (part#unknown, lot#unknown, quantity 1); unk - nail insertion handles (part#unknown, lot#unknown, quantity 1); unk - reamers: reamer head: trauma (part#unknown, lot#unknown, quantity 1); unk- ria tube (part#unknown, lot#unknown, quantity 1). This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).